Manufacturer narrative:
Device evaluation is currently underway.

Event description:
Edwards received information that during use of an intraclude aortic occlusion device, there was difficulty maintaining balloon pressure and occlusion. It was reported that it was suspected the balloon was ruptured by a needle during the procedure. The device was used throughout the procedure and there were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt of the device, functional testing was preformed and identified a leak in the balloon of the device. The balloon was further evaluated under the keyence digital microscope at 30x magnification and found a pinhole leak. The evaluation images revealed a pinhole on the balloon of the device. Based on the results of the product evaluation, the customer had difficulty maintaining balloon pressure and occlusion due to the pinhole leak in the balloon. Such a hole would cause the balloon to shrink during use and prevent occlusion and pressure from being maintained. Similar holes sometimes occur due to an accidental puncture of the balloon with a needle during suture placement. In this case, it is likely that the balloon migrated toward the mitral valve due to an abnormality in the patient anatomy or with the procedure. The migration could have resulted in puncture by the surgeon which is supported by the reported statement that it was suspected the balloon was ruptured by a needle during the procedure. The event does not appear to be manufacturing related. A definitive root cause for the pinhole could not be ascertained. However, operational context and patient anatomy may have contributed to the event. Manufacturing records were unable to be reviewed as no lot number was available. A review of the IFU was conducted and no inadequacies have been identified with regards to warning, contraindications, and the directions/conditions for the successful use of the device. Trends will continue to be monitored through the use of edwards quality systems.